Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due to chest pain. Echocardiogram revealed pericardial effusion as a result of lead perforation. The lead was repositioned. Patient was in good condition during and post procedure.